Event description:
Explant and replacement of ipg (implantable pulse generator) for possible defective battery. Battery taken by vendor for return to st. Jude medical for analysis. Patient with a complex regional pain syndrome (crps) of the upper and lower extremities. She has been having success with her upper extremity spinal cord stimulator. After several months of good usage, the patient experienced heating during charging of her ipg. She therefore presents for replacement, as the ipg may be defective.======================manufacturer response for implantable pulse generator, pulse generator (per site reporter).======================awaiting response.